Manufacturer narrative:
(B)(4):on investigation, there is no visible damage to the keypad. Testing confirmed the keypad buttons have intermittent response when pressed and require multiple presses to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed contamination under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas on (B)(6) reporting that she needed to press the keypad buttons more than once to activate desired pump functions. There was no reported patient impact associated with this complaint. The patient reported the keypad rubber is not peeling or lifting.